Manufacturer narrative:
Age at time of event: above 18 years and older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal vein. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, during fist inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good.